Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the pump touch screen was delayed in responding to presses. The customer experienced an elevated blood glucose (bg) level of 506 mg/dl. Cause was not known. A correction bolus was delivered to address bg.